Event description:
Reporter alleged that a piece of the sofclix lancet was stuck in her finger. Reporter stated that she was able to remove the first splinter on her own and did not receive medical treatment. Reporter stated that she still had a metallic splinter in her finger, scratched herself and "lost blood because of anemia". No other action or treatment resulted. A request was made for the return of the suspect device.